Manufacturer narrative:
Failure analysis noted that the pump had no button response due to corroded keypad traces. There was no button error alarm, failed battery alarm or battery out limit. They were unable to perform the displacement test or test the operating currents due to the no button response. There was no moisture damage on the electronic assembly or motor. The pump had cracked case at display window corner (upper right corner), cracked battery tube threads and scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had a button error alarm. The customer's blood glucose reading was 187 mg/dl. The customer stated that he was caught out in the rain and pump alarmed button error. He removed the battery and the pump alarmed failed battery test and battery out limit. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the pump would be replaced. The insulin pump was returned for analysis.